Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right posterior atrio-ventricular (rpav or plsa - posteriolateral segmented artery) artery with 90% stenosis, moderate calcification and heavy tortuosity. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance upon removal of the protective sheath. There was resistance during advancement and the balloon ruptured at 8 atmospheres (atms) during the first inflation. There was resistance with the lesion during removal, however, the device was removed independently. A new trek balloon was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure.